Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
Information received by medtronic stated that the insulin pump crack around the battery compartment. No harm was required during medical intervention. Troubleshooting was successfully performed however, the customer will discontinue use of device.

Event description:
(B)(4). Customer calls to report their pump has cosmetic damage or to report their pump may have been dropped or bumped. Instruct customer to safely disconnect from the pump. 1. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp? No 2. Does customer report pump has been bumped/dropped? Report additional details: no 3. Does the infusion set show any signs of damage? Additional details: no 4. Does the reservoir show signs of damage? Additional details:no 5. Does the pump show any signs of physical damage? Yes 6. What kind of the damage the pump is having? Crack 7. How the damage occurred? Unknown 8. Describe the location of the damage: around battery compartment 9. Did customer report out of box damage? No 10. What kind of damage the pump is having? Crack 11. Is physical damage to pump¿s retainer ring? No 12. Is physical damage to the pump clip rails on back of pump? No 13. Did damage occur while using the silicone case? No country: (B)(6). 4ff input date: 07/15/2021 warranty start: 05/28/2019 warranty end: 05/27/2023 batch - ng1847860h.

Manufacturer narrative:
(B)(4). Customer filed a complaint on (B)(6) 2021 about a crack around the battery compartment. Insulin pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked retainer, pillowing keypad overlay, cracked keypad overlay. Verified crack around the battery compartment. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.